Event description:
It was reported that the pacemaker saw oversensing on the right atrial (ra) channel, likely from muscle noise. Technical services (ts) was contacted, and ts discussed programming options. The pacemaker system remains in service. No adverse patient effects were reported.